Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. The keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 230 mg/dl at the time of incident. The insulin pump was returned for analysis.